Manufacturer narrative:
During evaluation, it was also observed that the magnet was missing from the lid of the device. The customer was provided with a replacement device. Stryker product analysis center (pac) further evaluated the customer's device and verified the issue of missing lid magnet. It was observed that the lid magnet was missing due to bent/stretched magnet retaining clip and one torn off/missing magnet retaining clip. The reported issue of charge time failure could not be duplicated. The root cause of the missing magnet was due to user/maintenance. The magnet retaining clips were damaged. The root cause of the failed charge timing could not be determined. The device was archived by stryker.

Event description:
: A customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the charge time of their device was delayed more than 30 secs. As a result, delay in providing defibrillation therapy would be > 30 seconds. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed that the the charge time of their device was delayed more than 30 secs. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the charge time of their device was delayed more than 30 secs. As a result, delay in providing defibrillation therapy would be > 30 seconds. There was no patient use associated with the reported event.